Event description:
It was reported that the pump was having issues charging, often taking over an hour to fully charge. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.